Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a 10" quadfuse ext set w/4 microclave® clear, 5 clamps (3 white, 1 blue, 1 red), rotating luer where it was reported a broken quad fuse where the tubing that connects to patient side came out of the luer-lock housing that goes into the patient¿s microclave cap. The broken tubing was found after connected to patient for several hours. Luer lock remained in patient¿s cap keeping cap engaged while quad fuse was detached entirely from patient. Infusing medication while connect to patient. The device leaked and fell off. Multiple meds were infusing. Tacrolimus, ns. There was small blood loss from the patient. No harm was reported.

Manufacturer narrative:
One (1) photo was shared by the customer, where there is missing from the end of the tubing the male luer from the item #mc330360. The item is placed over a withe surface which is looks to be wet. One (1) used sample was returned on 11/21/2023 for evaluation. As received the male luer was observed to be separated and missing from the end of the tubing on the sample. The tube was analyzed through uv light and it was confirmed not presence of solvent on tube. The missing male lues was not returned for evaluation. The tube was measured and it was found within spec. Complaint of separation can be confirmed based on the used physical sample evaluation and the photo shared by customer. The probable cause was due to insufficient solvent applied during manual process assembly. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.